Event description:
It was reported that the device has a ripped and damaged dso seal. Device will be sent to ICU for further evaluation and repair. It is unknown if there was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. H3, h6: one device was returned for repair with complaint that the device has a ripped and damaged downstream occlusion (dso) seal. There were no previous services reported. Log events was reviewed and there are no errors related to the customer complaint. Visual/functional testing was performed. Visual inspection found the dso seal was degraded. The dso seal was replaced. The performance verification test was performed and device passed, post repair.